Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b7. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: litigation records received. Records alleged metallosis. The product was not returned to j&j medtech orthopaedics; however, x-rays were provided for review. See attachment (B)(4) - x-rays from disc 1,2,3. The x-ray investigation revealed nothing indicative of a device nonconformance. It is suspected that, given the duration of implantation and the presence of metal-on-metal interaction, metallosis may have developed. However, without concrete evidence, such as the analysis of the explanted components or the surrounding tissue, it is not possible to definitively confirm the reported allegation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the unknown hip femoral stem would not have contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H3, h6: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Event description:
Litigation records received. Records alleged metallosis. On 2004 left total hip arthroplasty in 2004. It was noted that the products implanted were depuy metal on metal components. On (B)(6) 2019, medical records note that the patient is experiencing left hip pain with suspected myelosis. The patient is scheduled to have a left total hip arthroplasty revision scheduled for (B)(6) 2019. Radiographs are reported to show multiple screws and plates retained within the pelvis. An MRI was reported to show left hip joint effusion with low signal nodular synovitis which was suspicious for metallosis and/or polyethylene wear induced synovitis. (Page 183 of 470). On (B)(6) 2019, the patient has a revision left total hip arthroplasty, to address left hip pain secondary to metallosis with elevated cobalt and confirmed altr on MRI. Depuy metal femoral head and depuy metal acetabular liner were explanted during this procedure. Depuy ceramic femoral head and acetabular polyethylene liner were implanted during the procedure. During the procedure, the surgeon observed trunnionosis around the ball and aspirated brown colored fluid. The acetabular cup and femoral stem were noted to be very stable and retained. Medical history: hyperlipidemia, type ii obesity with bmi 37, status post acetabular fracture of both columns with open reduction internal fixation in 1993 after a motorcycles accident, history of alcoholism in remission. Doi: (B)(6) 2004. Dor: (B)(6) 2019. Left hip.